Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a small leak under vl80b (retic chamber drain). The fse replaced the blue striped I-beam tubing at pinch valve vl80b to resolve the leak. The fse also observed no scatter value on latron control for retic and replaced the scatter sensor and performed vcs (volume conductivity scatter) optimization. The fse repeated latron control three times and retic scatter failed on one occasion. The fse ordered a light scatter preamplifier and returned to the customer's laboratory on the following day. The fse replaced the light scatter preamplifier to resolve the retic issues and replaced erythrolyse ii (differential lytic reagent) pump and differential preserve pump to resolve the differential issue. Repairs were verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the tubing at vl80b (retic chamber drain). Failure mode of the retic issues is attributed to the light scatter preamplifier and the scatter sensor, and failure mode of the differential issue is attributed to the differential lytic reagent pump and the differential preserve pump. (B)(4).

Event description:
The customer reported a clenz leak of approximately 1 ml from the shear valves involving the coulter lh 780 hematology analyzer. The customer indicated that the instrument generated incomplete computation for retic and the leak was not contained within the analyzer. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.